Manufacturer narrative:
G4:15dec2020. B4:16dec2020 . The remote service engineer (rse) followed up with customer and determined that the front bezel replacement corrected the navigation ring issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event : (B)(6) 2020. Date of report: 01jul2020.

Event description:
The customer reported navigation (nav) ring is not working. The remote manufacturer's service technician advised the customer of the nav ring field change order (fco) and advised the customer to replace the front bezel. The customer advised that they would order the front bezel and replace it. The remote manufacture service technician provided parts identification to the customer. The customer confirmed setting changes could still be made via the touch screen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.